Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that a needle stick occurred after use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "(B)(6) 2019: ER (1): stuck self trying to engage bd safety lok butterfly and pt was hiv+" no medical intervention information was given.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred after use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, "(B)(6) 2019: ER (1): stuck self trying to engage bd safety lok butterfly and pt was (B)(6)" no medical intervention information was given.